Event description:
It was reported by the affiliate that when (5) skin staplers were used during a hysterectomy, the staples stayed open and did not form correctly. Another device was used to complete the case with no consequence to the pt.